Manufacturer narrative:
B3: date of event is estimated. Section a4: patient weight is unknown.

Event description:
It was reported that patient pc was displaying "replace generator soon" message. Surgical intervention may be pending to address the issue at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.